Manufacturer narrative:
A review of lot c719 was conducted and there were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint category, tubing leak and no trends were detected. There was no CAPA initiated for this complaint category. This assessment is based on information available at the time of the investigation. The evaluation of the data key is still in progress at the time of this report; therefore, final investigation findings are still pending. (B)(4).

Event description:
Responsible physician called and reported a leak in the photo activation module in 6th cycle of a treatment the prior day. Customer stated that system error f212 occurred in the last cycle. He powered off and restarted the machine but the alarm recurred. After multiple restarts, system error f425 occurred. After restart, the customer found fluid in the photo activation chamber. The customer aborted the treatment. Responsible physician stated that patient was in stable condition and had no problems because of aborted treatment. Service order (B)(4) was generated. The customer sent photos for analysis.